Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 169.5 cm from the top of the connector to the break. The fiber was kinked approximately 119 cm from the top of the connector. The second piece measures approximately 147.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the laser fiber was broken in half inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the laser fiber was broken in half inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted